Event description:
The customer stated that the day shift suspected a problem with ion selective electrode (ise) test results when performing a 3 sample correlation that is performed every shift. The day shift then replaced the ise sodium electrode and all the ise reagent bottles. When the evening shift arrived, they performed a 3 sample correlation again and received discrepant results when comparing results between this analyzer and another c501 analyzer. Four patient samples were questioned and three were found to have erroneous ise sodium results that were reported outside of the laboratory. The customer also ran quality controls after the event and noted that some control results were outside of range. The customer stated they would issue corrected reports, but did not know which results would be corrected. The first sample resulted as 142 mmol/l and this value was reported outside of the laboratory. The sample was also run on a different c501 analyzer and resulted as 134 mmol/l. The 134 mmol/l value from the different c501 analyzer was believed to be correct. The second sample resulted as 140 mmol/l and this value was reported outside of the laboratory. The sample was also run on a different c501 analyzer and resulted as 133 mmol/l. The 133 mmol/l value from the different c501 analyzer was believed to be correct. The third sample resulted as 140 mmol/l and this value was reported outside of the laboratory. The sample was also run on a different c501 analyzer and resulted as 132 mmol/l. The 132 mmol/l value from the different c501 analyzer was believed to be correct. The customer was asked, but did not know if any patients were adversely affected. No adverse events were alleged. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The customer checked the probe and all connections were tight. The customer did notice that the ise probe was dripping when not running samples. The field service representative determined that there was a mechanical failure of the syringe valve as it was not closing completely. He performed corrective maintenance which included flushing the valve assembly and checking tubing, seals, and the probe for leakage. He ran a mechanism check and observed operation. He performed a calibration, ran controls, and completed precision studies.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the information provided.